Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that insulin leaked from the bottom of multiple cartridges. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. Customer's blood glucose was 467 mg/dl.